Manufacturer narrative:
The glidescope gvm video monitor, avl video baton 3-4, and avl video baton 1-2 were returned to verathon for evaluation. The technical service representative could not duplicate the reported issue during testing. The image produced was stable and clear with good color rendition. The video monitor and both video batons were certified and returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear and show lines on the display intermittently. The facilities biomedical engineering department evaluated the device after the event and was unable to duplicate the reported issue. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.